Event description:
The pt's vendor reported that the pt experienced frequent e4 (occlusion) errors and elevated blood glucose of up to 450 mg/dl. The pt boluses through the infusion device to lower her blood glucose. The pt then received and e6 (mechanical) error. She changed the battery, but was unable to clear the error. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned or eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.